Event description:
The customer reported that the device reboots all the time. In addition, a malfunction of the loudspeaker was displayed. It is unknown if there was sound. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device reboots all the time. In addition, a malfunction of the loudspeaker was displayed. It is unknown if there was sound. The device was not in use on a patient at the time of the event. There was no report of harm. Good faith efforts were made in attempt to gather more information regarding the audio issue. No responses have been received. Therefore philips cannot confirm whether there was no sound or low sound. The device was repaired by subcontractor service and evaluation of the device confirmed that spo2 pca , recorder , internal flex cables and api board are oxidized. Recorder door is broken. The engineer performed an evaluation/analysis and did not confirm an audio issue. The device was shipped back to the customer with other repairs. There is no confirmation of an audio issue.

Manufacturer narrative:
Updated h6: there is no confirmation of an audio issue.